Event description:
It was reported that after a post-operative cardioversion, the right ventricular (rv) lead exhibited rising thresholds and the right atrial (ra) lead exhibited diminished p-wave sensing. The physician attempted to reposition both leads. The rv lead was repositioned successfully and remains in use. However, a usable site for the ra lead could not be found, so it was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.